Event description:
It was reported that, "the arthroplasty was revised due to loosening. The femoral and tibial components were revised. The components were implanted in situ for 4.8y. The patient presented a ucla score of 4 three months prior to revision surgery and a maximum ucla score of 6 since implantation." Reported devices were implanted in 2002 and explanted in 2007.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report. The scorpio ps femur, cat# unk, lot unk was also listed in this report. The information provided did not specify if it was tibial, femoral or both components loosening. It can not be determined which, if any of these devices may have caused or contributed to the reported loosening.